Event description:
Edwards received notification that a patient with a valve model 290025mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of six (6) years and nine (9) months due to stenosis and regurgitation. A 26mm transcatheter valve was implanted within the existing edwards surgical device with no reported complication. The patient was noted as to be fine and recovering. This case involved a patient who was (B)(6) years old at the time of surgical valve implantation.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated d4, g3, h4, h6. H10: additional narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on available information, a definitive root cause cannot be conclusively determined; however, patient factors (i.e. Patient's age at the time of valve implantation) likely caused or contributed to the reported event.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 290025mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of six (6) years and nine (9) months due to valve calcification leading to stenosis and regurgitation. Patient's symptoms prior to procedure were shortness of breath, fatigue and chest pain. A 26mm transcatheter valve was implanted within the existing edwards surgical device with no reported complication. The patient was noted as to be good and recovering.